Event description:
It was reported that the dependent patient presented to the clinic for a follow-up. It was noted that the right ventricular (rv) lead exhibited low ventricular sensitivity, a downward trend in pacing impedance and an upward trend in capture threshold, which was suspected to result in loss of capture. Programming changes was performed; however, the rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition.